Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received an (B)(4) registry report indicating that while changing the pt's batteries, the pt received a red heart alarm and the pump stopped for less than 2 minutes. The pt also had a low voltage and low flow advisory. The engineer stated the pump stoppage was due to a faulty battery clip.

Manufacturer narrative:
The attached user facility report (B)(4) was received from the intermacs registry. The pt continues on lvad support. The MFR is attempting to acquire the product for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.